Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA device problem code: 1354. FDA patient problem code: 2199. Investigation summary: no product or photo was returned by the customer. A device history record review for model 2000e lot number 20046619 was performed. The search showed that a total of 48,003 units in 1 lot number was built on 21apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer complaint of component damage could not be verified due to the product not being returned for failure investigation. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ll vlv adpt(stand alone) cap broke off into the lumen when it was disconnected. The following information was provided by the initial reporter: "rn placed bd smartsite needle free valve cap onto brown lumen of central line to draw blood (prior to blood draw, there was no cap on the lumen because cvp monitoring was attached) rn drew blood without incidence. After blood draw rn clamped lumen just behind the hub, and removed the cap and needleless connecter used to draw blood from the lumen and disposed of both in the sharps container. There was no resistance when removing cap & needleless connector. When rn went to attach a clean bd smartsite needle free valve cap and flush onto the brown lumen, rn could not connect cap to lumen. Upon inspection, rn observed the inner clear cylindrical plastic portion of the cap had broken off and lodged into the lumen (therefore preventing anything else from screwing into brown lumen) when the old cap was disconnected. Rn could not remove lodged plastic that had broken off from the old cap. The lumen had remained clamped throughout entire event, so therefore no harm came to patient, however due to cap malfunctioning the brown lumen on the central line can no longer be used at all."